Manufacturer narrative:
Concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with minimal leaks when urinates. Upon revision, it was found that the cuff was leaking; therefore, the aus was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with minimal leaks when urinates. Upon revision, it was found that the cuff was leaking; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon received at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual inspection revealed that the cuff appeared scaled and folded. The cuff passed the leakage test. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump tubing had wear to the filament. The pump passed both leakage and functional test. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon was identified to be scaled on the adaptor junction. The balloon passed the leakage test. The balloon did not pass the functional test. Based on the information available and analysis results, the reported clinical observation of cuff fluid leak was unable to be confirmed; however, the balloon not passing the functional test could affect product performance. In addition, the reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU).